Manufacturer narrative:
The target lesion was located in the circumflex. The lesion as described as 80% stenosed, de novo, 10mm in length, with calcification. The reference vessel was non-tortuous. The same indeflator was used. The maximum inflation pressure was 17 atms at 35 seconds. The same indeflator was used to deflate the balloon. Cordis indeflator was used during the procedure. There was no patient injury. A non-cordis balloon was used for post-dilation. A review of the manufacturing documentation associated with this lot presented no issues or anomalies during the manufacturing process that can be related to the reported complaint.

Event description:
It was reported the dura star rx ptca balloon catheter improperly deflated, thus resulting in the procedure being extended by ten minutes. The product was stored per the instructions for use. The product has been returned for analysis. No additional information was provided.

Manufacturer narrative:
The complaint report stated there was improper balloon deflation of a durastar ptca balloon catheter during a coronary angioplasty. Although it was not reported how long deflation took, there was no patient injury. The target site in the circumflex was calcified with 80% stenosis. The balloon was inflated to 17atm for 35 seconds and was eventually deflated using the indeflator. Details regarding the inflation medium were not provided. One non-sterile 3.5/10mm durastar ptca balloon catheter was returned for analysis. The distal outer body was compressed. The inner body at the balloon area was bent and collapsed. Residues of inflation media were observed in the inflation lumen and balloon. The balloon had being already inflated. Pressurized water was injected and a leak was observed, water flowed out from the distal tip, indicating that the inner body had a leak. Sem analysis showed that the inner body presented a puncture; this puncture was the reason that the sample leaked through the tip. The internal surface of the inner body presented abrasions and the leak-hole shape and material direction suggests that the sample was punctured from the inside possibly with the guidewire or another stiff and pointed object, such as a flushing needle. The inner body was collapsed. The shaft's external surface presented an elongated area near the proximal seal; the cause of this anomaly could not be conclusively determined. Both the transition seal and the proximal seal presented no evidence of blockage or any other anomalies that could be related to the reported failure. Review of the complaint unit with the pet determined that there are sufficient controls in place during the manufacturing process to prevent damaged units from leaving the facility. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A punctured and collapsed inner body was confirmed on the returned unit; no mechanical obstructions were found that would cause a slow deflation. Although the exact cause of the damage could not be conclusively determined, it appears to be related to the guidewire or perhaps a flushing needle. There is no indication that the damages found or the deflation difficulty reported is related to the manufacturing process. Review of the available information suggests that procedural factors and/or device handling may have contributed to the event. No action will be taken at this time.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete.additional information will be submitted within 30 days from receipt.concomitant devices were unknown.